Event description:
It was reported that there was a pump revision due to pain at pump site. The pump was moved from the right lower abdomen to the left lower abdomen. The pump was infusing lioresal. The patient's status at the time of report was "alive-no injury." (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter (B)(4).